Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0986, awareness date 30-aug-2015 ). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date to keep from getting pregnant. Consumer reported that she did her confirmation block test and was confirmed blocked, but she ended up getting pregnant anyway. She lost the baby at (B)(6). Finally she had to have a hysterectomy due to complications. She was very depressed. Company causality comment: this non-medically confirmed, spontaneous retrospective pregnancy, case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and became pregnant with essure. She lost her baby at (B)(6) and had to perform a hysterectomy due to complications. The pregnancy with device is serious due to its medical importance, the spontaneous abortion and unspecified complications are serious events due to required intervention. The pregnancy with device is listed while the spontaneous abortion and unspecified complications are unlisted in the reference safety information for essure. In this particular case, the onset date of pregnancy was not provided, but it is stated that she performed a confirmation block test and blockage was confirmed. Considering this information, it is not possible to exclude the possibility of an ineffective device. In this particular case, limited information about the pregnancy and patient was provided. However, considering the gestational age of (B)(6), lack of alternative explanation and considering that a mechanical interference of the essure device in the amniotic sac cannot be excluded, the spontaneous abortion is assessed as related to essure and the case regarded as incident. In contrast, since the complications were not specified, it is not possible to assess if they are related to essure. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 02-oct-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous retrospective pregnancy, case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and became pregnant with essure. She lost her baby at (B)(6) and had to perform a hysterectomy due to complications. The pregnancy with device is serious due to its medical importance, the spontaneous abortion and unspecified complications are serious events due to required intervention. The pregnancy with device is listed while the spontaneous abortion and unspecified complications are unlisted in the reference safety information for essure. In this particular case, the onset date of pregnancy was not provided, but it is stated that she performed a confirmation block test and blockage was confirmed. Considering this information, it is not possible to exclude the possibility of an ineffective device. In this particular case, limited information about the pregnancy and patient was provided. However, considering the gestational age of (B)(6), lack of alternative explanation and considering that a mechanical interference of the essure device in the amniotic sac cannot be excluded, the spontaneous abortion is assessed as related to essure and the case regarded as incident. In contrast, since the complications were not specified, it is not possible to assess if they are related to essure. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.